Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative and had an appointment date of (B)(6) 2014.

Event description:
It was initially reported that the patient had no stimulation sensation from their implantable neurostimulator (ins). Specifically, the patient went to turn on the therapy on the morning of (B)(6) 2014 and it would not turn on. The patient stated that they turned off the stimulation at night and noted that the ins was working yesterday. The patient changed the batteries on the programmer and it showed the therapy screen with the ins icon lightning bolt on. The patient was able to successfully connect to the ins using the programmer where it was noted they were at 6.30 volts (patient was normally at 6.10) but felt no stimulation the morning of (B)(6) 2014. Also, the programmer showed that the ins battery was two thirds to three quarters full and it was noted that the programmer was working as intended. The patient noted that they normally felt the stimulation when they turned on the ins therapy and noted that sometimes it would work but the stimulation felt weak and ¿different¿. The patient¿s only program was electrode #8 negative, #9 negative, and #10 positive. Impedance testing showed electrodes #0-7 and #10 had high impedances (>10,000 ohms). The patient had no falls or trauma associated with the event. It was reported that the patient experienced chronic pain during the event issue. The patient was the reprogrammed using electrodes #8, 9, and 11 and was able to get effective therapy. The patient status at the time of report was noted as ¿alive ¿ no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type lead.

Event description:
Additional information received from a manufacturer's representative (rep) reported the leads were revised. The old leads were removed and new leads were placed.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).